Event description:
Medtronic (covidien) received information regarding an incident with a manufactured product. During an arterial aneurysm embolization treatment with an axium coil, it was reported the implant coil could not be detached with instant detacher as well as with the manual detachment (breaking of the hypotube method, an alternative detachment method presented in instructions for use). At the end the physician used another same size axium coil and finished the procedure. Prior to incident the physician used 1 framing coil to form a basket and three axium coils were implanted. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The device was not returned for analysis; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The device was returned for evaluation with the pushwire and the implant coil still attached. The pushwire was found to be bent at approximately 90.0cm and 144.0cm from the proximal end within the introducer sheath. The implant coil appeared to be stretched within the introducer sheath. The cause for the non-detachment could not be determined. The implant coil was successfully detached with an in-house instant detacher. In addition, all parts of the pusher which could affect detachment were found to be within specification. The cause for the bends in the pushwire, and the implant coil damage could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).

Manufacturer narrative:
Inadvertently added the statement regarding the lot history review was performed but actual lot history record could not be performed. (B)(4).

Manufacturer narrative:
Subsequent to the initial report, it was reported that the physician only tried to detach the coil with instant detacher and did not try to detach it with manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). (B)(4).